Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy ii drug-eluting stent was selected to use for treatment. However, during unpacking, the proximal side of the device was seemed to be lifted. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage with the struts on the proximal end of the stent damaged and lifted. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual examination of the outer and inner lumen and mid-shaft section identified an inner shaft polymer kink 14mm distal from wire exit port bond. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy ii drug-eluting stent was selected to use for treatment. However, during unpacking, the proximal side of the device was seemed to be lifted. The procedure was completed with no patient complications reported.